Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician decided to create another pocket under the pectoral muscle after a pocket analysis on the chest. The patient was stable post procedure.